Manufacturer narrative:
(B)(4). The customer's experience of disconnected tubing was confirmed. The silicone tubing of the pumping segment was observed to be separated from the upper fitment. The o-ring was not present, however, visual inspection using the optical microscope revealed a weak mark indicating that the o-ring was present at some time. The root cause of the separation was not identified. The lot number was not identified. Based upon the smartsite laser number, the possible lot numbers were reviewed and no quality issues were noted during production build for the failure mode reported.

Event description:
Customer reported a tubing set disconnected inside the pump during chemotherapy administration. A spill of docetaxel occurred as a result. The tubing came apart where the soft tubing goes over the male blue connector at the top. No additional info was available.